Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.037.021; lot: f-17378; manufacturing site: selzach; supplier: sphinx ag; release to warehouse date: march 04, 2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: investigation selection. Investigation site: cq zuchwil. Selected flow: 5. Broken. Visual investigation: a small piece at the tip of the drill bit is broken off as reported. The broken off portion were not returned for investigation. The cutting edges are badly worn. The shaft shows slight scratches. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Document/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device, therefore no document/specification review is required per selected investigation flow broken in investigation documents. Hardness review: the manufacturing documents were reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. The used material was stainless steel 1.4109 as required and the hardness was measured between 54 ¿ 54.8 hrc within the specification of 50 ¿ 55 hrc. Conclusion: since a piece of the drill bit is broken, the complaint condition is rated as confirmed. However, afterwards without all involved parts it is not possible to determine the exact cause why the drill bit did not slight over the guide wire as intended. During investigation no product fault related condition was detected. We only can assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation with tfna system was applied to femoral trochanteric fractures. A guide wire with 3.2mm diameter was inserted into the bone and the depth was measured. Then, the surgeon tried to pass the drill bit over the guide wire for drilling the cortical bone. However, the drill bit did not slide over the guide wire. The surgeon opened another new guide wire, and then he prodded the hollow drill bit repeatedly so that the guide wire began to slide through the drill bit smoothly. After that, the drill bit was used without problems. The surgery was completed successfully within a 30-minute delay. Patient outcome was stable. This report is for a 10mm cannulated tapered drill bit. This is report 1 of 1 for (B)(4).